Event description:
On (B)(6) 2019: presented to (B)(6) medical center with a cva. Pt complained of sudden onset of right sided weakness and facial droop. Onset of symptoms was 11 a.m. When his wife noticed slurred speech.